Event description:
The customer reported the system's left monitor failed to display an image. This was a reportable event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and the image processor were replaced and the cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.